Event description:
The duett pro was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. During the deployment, blood return was noted during aspiration, which is a routine safety check in the duett instructions for use procedure. It is unknown if the user repositioned the device and performed another safety check. Following the deployment, the patient experienced a cold leg and pain. An arterial occlusion was confirmed and treatment consisted of a surgical embolectomy and fasciotomy. The event was resolved with no further complications, however, the patient remians hospitalized due to an unrelated event.